Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the knife tip was damaged. However, the cause of the damaged knife tip dislodgement could not be determined. The occurrence of the reported problem can be prevented by adhering to the instructions for use. ¿do not use excessive force to remove tissue adhering to the tip. Also, do not remove adhered tissues by abrupt or continuous thrusting or storing of the incision knife. Rubbing strongly with tweezers, or attempting to remove adhered tissue by rapidly or continuously pushing the incision knife out or storing it may cause excessive stress on the tip, which may result in the tip chipping or falling off, or deformation or rupture of the incision knife. - do not force insertion, insertion with the incision knife protruding, or rapid insertion. There is a risk of sudden protrusion from the tip of the endoscope, leading to mucous membrane damage, bleeding, etc. If insertion is difficult due to high resistance, return the angle of the endoscope to a point where it can be inserted without difficulty. Forcing insertion while the endoscope angle is greatly curved may cause excessive load on the tip, which may result in cracking of the tip or other product damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when the sterilized pack was opened during the preparatory stage before the therapeutic surgical case, the tip of the single use electrosurgical knife was broken. The procedure was completed by opening the new knife kit. There was no harm or injury to the patient or user associated with this event. Subsequently the device was returned for inspection and discovered the distal portion (part/component) dropped off. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer¿s allegation was confirmed. The distal portion (part/component) dropped off, and the tip had come off. Additionally, there was burnt foreign matter attached near the knife electrode. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.